Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the returned isola hex lobe driver revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned. It was indicated that the broken tip remained inside the set screw of the connector and discarded by the customer. Results of scanning electron microscopy analysis show evidence of a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A 12-month review of the complaint trend analysis for the product code found no other reported complaints other than this one for issues associated with the distal tip becoming broken. The root cause of the tip breakage cannot positively be determined. However, the fracture analysis results show evidence of a quasi-static torsional shear failure. No corrective action/preventive action (CAPA) is necessary at this time as there have been no material defects or other abnormalities observed in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the tip of the isola set screw hexdriver was broken during the surgery when the surgeon tried to loosen a concomitant device connector of the isola system. The broken tip remained inside the set screw of the connector which was removed from the patient intra-operatively. No broken piece was left in the patient¿s body. Another product was used and the case was completed. There were no delay and no adverse consequences to the patient. The connector containing the broken tip of the driver was discarded by the customer.